Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the caregiver reported that the user experienced hyperglycemia with blood glucose (bg) levels of 410 mg/dl when the continuous glucose monitor (cgm) failed to connect to the ilet device. The caregiver replaced the cgm sensor, manually entered a bg value into the ilet, and resumed operation while the new sensor completed its warm-up period. Bg subsequently improved. No medical intervention occurred.